Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the top of the reservoir was cracked. Customer stated that the insulin pump was dropped out of the case and there were cracks around the ring that holds the insulin vial in. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, broken battery tube threads, broken reservoir tube lip and missing o-ring reservoir tube.